Event description:
It was reported that after bending a vitallium 6.0x600mm rod for a kyphotic correction, the surgeon went to make a few more adjustments to the rod and it snapped in half where he was using the french bender.

Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment; results: no relevant manufacturing issues were identified as all units met stryker specifications. The rod was returned and inspected. One side of the rod had been fractured. Conclusion: the root cause is related to the issue are the voids that are created in the part during the laser marking process.

Event description:
It was reported that after bending a vitallium 6.0x600mm rod for a kyphotic correction, the surgeon went to make a few more adjustments to the rod and it snapped in half where he was using the french bender.